Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is available.

Event description:
During therapy on an ami patient, the cs100 intra-aortic balloon pump (iabp) generated a beep sound, the monitor display was blacked out, and the iabp stopped pumping. The iabp was replaced with another cs100 to continue therapy. There was no patient injury or adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp in the getinge (B)(4) office and was able to duplicate the reported issue. The fse determined that there was no likely failure of the power supply, but replaced the main board then inspected the connector area and performed cleaning of the unit which resolved all issues. All functional and safety tests were passed per factory specifications and the iabp was released to the customer and cleared for clinical use.

Event description:
During therapy on an ami patient, the cs100 intra-aortic balloon pump (iabp) generated a beep sound, the monitor display was blacked out, and the iabp stopped pumping. The iabp was replaced with another cs100 to continue therapy. There was no patient injury or adverse event reported.